Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue at this time. All available information was investigated and a definitive cause for the reported issues of clip open while establishing final arm angle and clip open while locked could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. An xtw clip was inserted and the leaflets were successfully grasped; therefore, the clip was attempted to be deployed. However, while establishing final arm angle (efaa), the clip opened to roughly 50 degrees. Troubleshooting was performed, but this issue occurred two additional times. Troubleshooting was again performed; however, the clip successfully passed efaa and was deployed on the leaflets. After the clip was deployed, it was noticed that the clip had slightly opened to roughly 25 degrees. The clip remained stable on the leaflets and mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.